Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 7 events had no patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 8 reported events are included in this follow-up record. Product return status: 7 devices were received. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 8 previously reported events are included in this follow-up record. Product return status 8 devices were received.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. - 6 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.